Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr s/l groshong catheter. The depicted device was assembled with a two-piece connector and was implanted in a patient. The catheter was being accessed and spraying leaks were observed at multiple points between the connector and the insertion site. While leaks were evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the leaks. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet damage and sharp instrument contact. A lot history review (lhr) of redp0005 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes were found with the catheter, placed in this patient more than two months ago, when the patient returned to hospital for chemotherapy. This led to extravasation. No other information was provided.